Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level of 47 mg/dl. The customer treated low with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. It was reported that customer did not back up over a three hours period. Customer reported that auto mode was not automatically delivering insulin at the time of low blood glucose event. It was reported that retainer ring was not broken or loose and able to lock in place. The customer declined troubleshooting for low blood glucose level. The insulin pump and reservoir will not be returned for analysis.